Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Hc-pm complaint processing received no sample and no picture. The following investigations were conducted: batch review from (B)(6) of (B)(6) 2023 mr (B)(6). With the batch number 23d24a8701 review, after checking the respective documentation of the production (shift record, results of worker self-inspection and in-process control, machine documentation, cleaning record etc.) No deviations could be identified in the mentioned time period. Visual inspection: no sample was received and thus a further evaluation and investigation of the complaint is not possible. Functional inspection: n.a. Physical inspection: n.a. Summary and assessment: as no sample and no picture was provided for investigation a malfunction could not be detected and therefore the complaint is considered as not confirmed. The complaint is taken to knowledge and filed for statistical purposes. However, if the complaint sample will be provided, the complaint will be re-opened accordingly. The investigation sample(s) is/are not available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Reassessment of the information provided has been completed and updates were made to the following fields based on reassessment: section b1. Section b2. Corrected information: section b1 - adverse event', product problem' section b2 - required intervention. Section g6 - follow-up. Section h2 - correction. Section h10 - corrected data' and indicate every update made: a follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in france: "catheter broke while fixing" according to the customer: "description of observed product defect or process failure - perifix one catheter broke while fixing and about 15 cm catheter remained inside epidural space. As epidural catheter remained indide patients body around 15 cm, he was operated in emergency spinal exploration under general anaesthesia), so this was injury i.e. There was no indication of spine sx but because catheter remained inside epidural space hence he was operated for spinal exploration. Patient underwent unnecessary spine sx and general anaesthesia. Patient was posted for lower limb sx nut but due to catheter breakage he was postponed for lower limb sx for 3 days."